Event description:
End user reports he had a box of catheters that were very rough and not smooth around the tip. He reports he has been cathing for a while and has used this product before. He states he opened the first box of m14u and noticed the roughness on the end of the catheter after use. He then opened another box (believes the same lot# although unknown) and the catheters were rough. All the boxes believed to have had the same lot#, but not all the catheters were rough. End user states he started to lick/put his tongue on the end of the catheters before use to indicate if they were rough. He states the roughness covers the end of the catheter but does not affect the eyelets. End user denies any harm from products used. He states there was no bleeding, but the catheters were irritating. No photo available.

Manufacturer narrative:
E.1: (B)(6). Patient country: united states. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. FDA registration number reporting site: 1049092 . Manufacturing site: 3005471919.